Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the original main bd and the main bd that failed out -of-box were returned for evaluation. Functional testing was peformed on the original main bd by first testing the voltage on the battery. The battery was dead on the board which lead to the firmware being cleared out. Additionally, when the part was testing on the analyzer, it gave checksum errors. The reported event was duplicated. The part failed testing. The main bd that failed out-of-box was functionally tested. The part had a full battery with voltage testing but when tested on the analyzer, the part gave an error of random numbers and characters. The error was duplicated. The part failed testing. Device evaluation codes: method: 4109 historical data analysis; 10 testing of actual/suspected device. Results: 4203 electrical/electronic component problem identified. Conclusion: 4307 caused traced to component failure. The most probable cause of the original main board failure was due to dead battery clearing the firmware on the board. The most probable cause of the main bd that failed out-of-box was due to faulty integrated circuits.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 09-oct-2017 through aware date 09-nov-2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed the checksum error. Fse replaced the main bd but it was an out-of-box failure of the main bd. Fse ordered a replacement main bd and returned to the site the next day to replace the main bd again. Fse was able to restore data from the smart media card to the instrument and upgraded the software. Fse then performed daily background and the customer calibrated the follicle-stimulating hormone (fsh) and ran fsh quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. List of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists the following errors: 4038 wash.probe home sensor indicates "the bf probe motor home sensor remains activated. Troubleshooting states "turn the power off and on again and check the test file. If this problem reoccurs, contact the service department." 5030 csum error (reagent) test file checksum indicates a test file checksum error. Troubleshooting states "turn the power off and on again and check the test file and calibration curve. If this problem reoccurs, contact the service department." 5031 csum error (result) assay results checksum indicates an assay result checksum error. Troubleshooting states "turn the power off and on again and check the test file. If this problem reoccurs, contact the service department." 5032 csum error (err log) indicates an error log checksum error. Troubleshooting states "turn the power off and on again and check the test file. If this problem reoccurs, contact the service department." The most probable cause of the reported error messages has not yet been determined. The investigation is in process.

Event description:
A customer reported error message 5030 csum error (reagent) test file checksum, error message 5031 csum error (result) assay results checksum, and error message 5032 csum error (errlog) error log check sum on start up with the aia-360 instrument. The customer tried to repower the instrument but the error persisted. Technical support (ts) instructed the customer to make fresh substrate but the customer called stating that they got a wash probe home sensor error message 4038. The customer reported that the wash was made a few weeks prior and the wash probe tip had no issue. Ts instructed the customer to check the level sensor wires and wipe the sensor down in the wash bottle. The customer then made fresh wash. The customer then tried a reboot and but got a message stating "exam menu" and a request to perform diagnostic tests. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of follicle -stimulating hormone (fsh) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.